Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
It was reported that the customer went to urgent care on (B)(6) 2014 at 2 pm for diabetes ketoacidosis. The customer was wearing her insulin pump at the time of the event. She had blood work and urinalysis performed. Her blood glucose level was 342 mg/dl at the time of the event. At the time of the report, her blood glucose level was 228 mg/dl. The customer expressed the following symptoms of high blood glucose levels: headache, nausea, and thirst. The customer attempted to treat her high blood glucose levels with manual injection. The customer states that she takes tramadol for pain and neuropathy which could have contributed to her high blood glucose levels. Standard troubleshooting was performed and the insulin pump functioned according to specification. The product was returned. Nothing further was reported.